Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's activation went well. This is the final report.

Event description:
The recipient reportedly experienced electrode migration. The recipient presented with open electrodes and no response to stimulation. Programming adjustments were made, however, the issue did not resolve. On (B)(6) 2019, the recipient's electrode was repositioned.